Event description:
A ins 9020 limitorr tubing disconnected near the stopcock. The event was described as follows; the unit had been in place for approximately two days when turning the patient it was discovered that the tubing had disconnected at the area near the stopcock distal from the patient right before the stopcock itself. It was thought that this separation was not the result of moving the patient. The entire external limitorr device was replaced by the physician. The patient did not incur any injury with this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.